Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the epg (external pulse generator) was turned on, atrial and ventricular pace leds continuously appeared and the back lights did not turn on. Upon follow-up, it was confirmed there was patient involvement and there were no patient complications reported as a result of this event. It was further noted that when the epg was checked, there were no device abnormalities. The battery had depleted to 6.8 volts. After changing to a new battery, normal device operation was confirmed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no anomalies with the device. The battery had depleted to 6.8 volts. After changing to a new battery, normal device operation was confirmed.

Event description:
It was reported that when the epg (external pulse generator) was turned on, atrial and ventricular pace leds continuously appeared, and the back lights did not turn on. Upon follow-up, it was confirmed there was patient involvement, and there were no patient complications reported as a result of this event.